Manufacturer narrative:
Batch review performed on 06-apr-2021: lot 179574: (B)(4) items manufactured and released on 1-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to infection after about 1 month, the inlay has been revised.